Event description:
The technician alleged the siderail is not latching into the locked position. No pt impact.

Manufacturer narrative:
The technician found the account had used the siderail as a push handle causing damage to the siderail. The technician replaced the siderail latching base assembly to resolve the issue.